Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient turned off his dbs system to have an EKG. According to the patient, he waited over half a day to turn his system back on at which time he felt extremely overstimulated in his hands and legs. The patient reports the paresthesia has continued slightly today. The manufacturer representative patient's daughter through the process using the patient programmer to confirm that his dbs system was off. It is off and the patient will follow up with his programming physicians office. Additional information received from the manufacturer¿s representative (rep) reported the cause of the paresthesia continuing wasn¿t determined so the doctor ordered an MRI. The rep was not aware of the results of the MRI. The device was turned off and remained off. Additional information was received from a manufacturer representative (rep) reporting the patient's implantable neurostimulator (ins) will be explanted today and the lead and extension will be left implanted. However, it was reported by another rep that the patient had his entire deep brain stimulation (dbs) explanted today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the machine went haywire and paralyzed the patient when it was turned on. They couldn't speak, move or make a sound. It happened once but fortunately their daughter was there and turned it off. The second try also did the same. The next time it was in front of the healthcare provider (hcp) clinic. When it was turned on, the healthcare provider (hcp) immediately called any neurosurgeon to have it removed and the wires also. The patient was also told by the hcp he would turn it over to medtronic and they would be hearing from medtronic. The patient also reported they can't can't write well.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.